Manufacturer narrative:
Additional information provided within report. Correction: h4 reported as blank - corrected to 16/jun/2022. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -8.5/2.5/106 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. A shorter length different powered ( sphere/cylinder/axis) lens was exchanged on (B)(6) 2023 due to significant reduction of irido-corneal angles and elevated iop 21mmhg without pupil block and angle closure(assessed on (B)(6) 2023) and the problem was resolved.

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -8.50/2.5/106 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's eye. Ocular hyper tension was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A1 - unk. A2 - unk. A3 - unk. A4 - unk. A5 - unk. A6 - unk. B3 - unk. D6a - unk. H4 - unk. H6 - health effect clinical code 4581: ocular hyper tension. Claim# (B)(4).